Event description:
Subsequent to the initial report filing, additional information was received stating that the 2.75 x 23 mm promus stent was an rx stent. The left anterior descending artery (lad) was reported to have 60 to 70% proximal narrowing, occluded at the area of previous stenting. The promus stent in the lad was confirmed to have restenosis. No additional information was provided.

Event description:
It was reported that on (B)(6) 2010, a 2.75 x 23 mm promus stent (unknown whether rx or otw) was implanted in the mid left anterior descending artery (lad), just distal to the takeoff of the diagonal branch. Following post-dilatation, the residual stenosis was 0%. A 2.25 x 8 mm non-abbott stent was implanted in the 1st diagonal branch. On (B)(6) 2012, the patient was hospitalized. Coronary angiography revealed 60 to 70% proximal narrowing, occluded just at the area of previous stenting. The patient underwent coronary artery bypass grafting (CABG) on (B)(6) 2012. The non-abbott stent was confirmed to have restenosis, however, it was not confirmed whether the promus stent was noted to have restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of stenosis/restenosis and surgical procedure (coronary artery bypass graft) are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. The stent implant remains in the patient. A follow up will be submitted with all relevant information.